Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and pe as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately eight years and eight months post filter deployment, a CT scan demonstrated the filter perforated. Three months post CT scan the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2019).

Event description:
It was reported through the litigation process eight years eight months post filter deployment, that a CT scan showed the filter perforated. Three months post CT scan the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain and was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years seven months post filter deployment, patient presented with back pain. Approximately one month later, CT revealed ivc filter was present at the l3 vertebral level with no significant tilt and limb fracture. Essentially all the limbs had perforated past the wall of the ivc by up to approximately 5.0-6.0 mm. One of the anterior limbs was extending adjacent to the proximal third portion of the duodenum, duodenal perforation in this region was not excluded, and one of the posterior limbs was extending adjacent to the l3 vertebral body and was partially encased by an osteophyte. Also, moderate to advanced multilevel degenerative changes of the imaged spine are noted, most prominently at l3-l4. Approximately three months later, CT revealed intraluminal filling defect within the proximal right and left lower lobe pulmonary artery and the appearance was more suggestive of chronic thromboembolic disease. Thus, the patient was diagnosed with right and left lower lobe pulmonary thromboembolism. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process eight years eight months post filter deployment, that a CT scan showed the filter perforated. Three months post CT scan the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.